Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 6mm x 31g foreign matter was found on the cannula. The following information was provided by the initial reporter: material no: 324912 batch no: 1250895, unknown. Consumer reported needle point contamination. Consumer reported white debris on needle point. Consumer reported this has happened in a previous box of product also. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 12-apr-2022. H6: investigation summary customer returned 4 syringes from lot 1250895 and 5 syringes from lot 1250888. All of the syringes are 1ml, 6mm, 31 gauge syringes. All of the syringes inspected were found to have flakes of some form of transparent, fibrous material along the length of the syringe¿s cannula. A review of the device history record was completed for batch# 1250888. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of material on the needles. The root cause cannot be identified.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 6mm x 31g foreign matter was found on the cannula. The following information was provided by the initial reporter: material no: 324912. Batch no: 1250895, unknown. Consumer reported needle point contamination. Consumer reported white debris on needle point. Consumer reported this has happened in a previous box of product also. Date of event: unknown.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1250895. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 6mm x 31g foreign matter was found on the cannula. The following information was provided by the initial reporter: material no: 324912. Batch no: 1250895, unknown. Consumer reported needle point contamination. Consumer reported white debris on needle point. Consumer reported this has happened in a previous box of product also. Date of event: unknown.